Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 years 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, seroma, adhesions and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, seroma and adhesions as possible complications. Note, the manufacturing date (15-mar-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with a large right lower quadrant incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the right lower quadrant large incisional hernia was seen. Then a large size bard flat mesh (device #1) was secured on the abdominal wall using a tacker.¿ (B)(6) 2015 - patient was diagnosed with recurrent right lower quadrant incisional hernia thereby underwent removal of bard flat mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿scar in the right lower quadrant was excised. There were a significant adhesion of bowel and colon to the mesh and abdominal wall were taken down. Then, the bard flat mesh (device #1) was excised. Flaps was raised. Then, a ventralight st mesh (device #2) was used to repair the hernia using sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence and pain.